Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Post deployment of all devices, intraoperative imaging identified a type ii endoleak. No additional treatment was performed. The patient tolerated the procedure and the endoleak will be monitored by the physician. On an unknown date in (B)(6) 2019, follow-up computed tomography imaging identified a type iii endoleak originating from the overlap zone of the contralateral gate of the trunk ipsilateral component and the contralateral leg component. The type ii endoleak identified at the conclusion of the initial implant procedure was reported to have resolved itself. On (B)(6) 2019, the patient underwent reintervention to treat the type iii endoleak. Intraoperative fluoroscopy identified the contralateral leg endoprosthesis was implanted approximately 3mm distal to the contralateral (long) radiopaque marker of the trunk. The overlap zone of the contralateral gate was relined with an additional contralateral leg component. The type iii endoleak was resolved. The physician suggested that during the original procedure, it was possible the contralateral leg endoprosthesis had not been implanted in the intended position due to a misread of the imaging. The patient tolerated the procedure.